Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image stopped being displayed in the acquisition monitor display. Aa a part of troubleshooting action fse found that the images are not displayed, and the backlight was not lit up. To repair the system fse replaced the spare qhd color monitor and confirmed the display is back to normal and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device lost the live image. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.